Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead suffered from twiddler's syndrome. This ra lead exhibited loss of capture at maximum amplitude, as well as no sensing. Upon fluoroscopy, the ra lead appeared to be dislodged. An invasive revision procedure was performed. During the explant of the ra lead, a portion of the lead unravelled and the screw was abandoned in the superior vena cava. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The lead appeared to be severed 243 mm from the terminal pin, a total length of 1,155 mm returned for analysis. The anode ring and tip was missing and dried body fluid was noted throughout the entire lead lumen. The cathode coils appeared to be stretched 523 mm to 985 mm from the terminal pin and the anode coils appeared to be stretched 475 mm to 1,155 mm from the terminal pin. There was a cut in the insulation 490 mm from the terminal pin. Further testing with manipulation, confirmed the lead to be electrically continuous.